Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was usb port damage which caused the customer to become sick and subsequently hospitalized. The customer declined to troubleshoot the issue and ended contact with tandem technical support (cts) before any additional information or clarification could be obtained. Multiple contact attempts were made by cts to obtain additional information regarding the issue and the sequence of events that led to the hospitalization; however, the customer did not respond.